Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken wearable wire occurred. The wearable was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: type of follow up- correction. H6: health effect - impact code - correction. H6: medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.